Event description:
Report received of unrequested pain medication bolus dose delivery. The report from an abbott international affiliate (abbott australia) states: "an abbott pain management pump was delivering bolus doses that were not demanded. Pump and bolus cable sent to medical centre dept of physical science for repair. It appears that the conductors inside the cable are electrically short circuiting where the cable meets the switch. Bolus cable could be understood, the pt was on morphine 1 mg/ml and it appeared that the button was stuck. The readout stated that it had been pressed 160 times, but pt actually was quite drowsy and had not pressed it 160 times, and received 7mg (7x1mg). The problem was quickly discovered. The pt experienced depressed respiration, but was ok, no resuscitation requested and fully recovered." Additional information was requested, but no further info has been received.